Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation from regional repair center. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in tjf-q290v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q290v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material inside the forceps channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had foreign material inside the forceps channel [biopsy channel]. The issue was found during set up / inspection for use before patient in the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.